Manufacturer narrative:
The reported event was duplicated during the device evaluation. Upon visual inspection, the device was found to have internal corrosion. The device was repaired and returned to the user facility.

Event description:
It was reported that during a cmf procedure at the user facility the micro reciprocating saw was running without user activation. The procedure was completed successfully. No adverse consequences were reported with this event.